Event description:
Per the clinic, the patient underwent a revision surgery (date not reported) to reduce skin flap and to reposition the device due to poor magnet retention. The implanted device remains.